Event description:
Pt initially came into the ER on (B)(6) 2008, complaining of shortness of breath. Pt was given systemic lytics on (B)(6) 2008. Filter was placed on (B)(6) 2008, via jugular approach with minimal tilt and the hook free from the wall of the cava. Cava was sized at 20 mm and pt had an inr of 2.7. Pt came back to the ER on (B)(6) 2008, complaining of pain in groin. An arterial phase CT was taken on (B)(6) 2008, which showed potential for filter leg extrusion and a large hematoma. Pt also had a very massive clot in his right pulmonary artery which led to dilation of his right atrium which caused difficulty in accessing the ivc during placement of the filter. Pt was treated for the pain and when feeling better released from the hospital. Doctor would like to perform add'l venous phase CT, but pt is refusing to come back to the hospital. Films are available. Doctor has decided to leave the filter for the time being but would like to re-evaluate pt when possible.

Manufacturer narrative:
(B)(4). Investigation is still in progress.